Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the controller was required to be replaced. Once replaced, the imaging system then passed the system checkout and was found to be fully functional. Analysis on the returned controller showed that when tested, a fault would show. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Concomitant medical products: product ID: 9735824, lot #: 603002386. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the site reported during a case that the system showed localizer faulted. The site tried the flat and side emitter with no change in the error message. It is unknown if there was a delay in the procedure, but there were no impact on patient outcome.